Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps2 power supply, power relay board, signal interface board and system batteries were replaced. The system was then found to be operating as intended.

Event description:
The field engineer reported that during preventative maintenance visit, the system would not boot up. There is no report of pt injury associated with this event.